Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14490. Patient was experiencing ineffective coverage of pain relief. As a result, patient underwent surgical intervention where two more trial leads were added at l5 to address the issue.